Event description:
Distributor reported on behalf of user facility that the user facility has experienced disengagement of the locking clamp on the adjustable flange of the tracheostomy tube. The user facility reported that when this occurs, it can allow the tube to move up and down the patient's trachea with the possibility for decannulation. No adverse effects to patient were reported.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.